Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error occurred and corrosion on bending section cover. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for reported failure could not be determined. However, b30 scope communication error was caused due to data error of scope identification (scope ID). And the most probable cause for corrosion on bending section cover was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image displayed. There were no reports of patient harm.